Event description:
It was reported that during a liver resection procedure, while firing across the hepatic artery, the staples did not form properly. Another device was opened and the case completed without incident.